Event description:
Event description guidant received information that this transvenous defibrillation lead showed impedance > 3000 ohms. The rate sensing portion was capped and a new rate sensing lead implanted.